Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 19835432.

Event description:
It was reported that the patient had an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure in order to treat the infection. It was noted that the infection was not device related. The explanted ipg and leads were discarded by the medical facility.